Event description:
It was reported in the acta obstrica et gynecologica scandinavia, 2002; vol.81: pages 72-77, that a few hours after a sling procedure, a bladder perforation was detected. The tape was removed.